Event description:
Potential tibial loosening was reported for pt with a bicompartmental knee implant. Revision surgery of the tibial implants is planned.

Manufacturer narrative:
Potential tibial loosening was reported for pt with a bicompartmental knee implant. Revision surgery of the tibial implants is planned. Review of the device history record indicates that the device was manufactured to specification.